Event description:
It was reported that the sensor was giving low warnings and suspended however customer's blood glucose was 143 mg/dl. Customer stated that sensor reading were 74 mg /dl then 69mg/dl and treated based on sensor glucose reading but blood glucose was 243 mg/dl. Customer will change the sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.